Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the integrated electrosurgical unit (iesu) to resolve the errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A system log review confirmed the reported error indicating that the voltage was too low.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error occurred on the integrated electrosurgical unit (iesu). The customer power cycled the iesu and the system, but that did not clear the error. The error came up every time the customer activated monopolar and bipolar energy. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised to change the mode to classic, but this did not resolve the error either. Another system was not available for use. The customer stated that they had a covidien valley lab generator, but not the blue cable that connects from the vision side cart to the valley lab. Intuitive received the following additional information via follow up: the procedure was converted to open. There was a procedural delay of at least 30 minutes.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) generator involved with this complaint to perform failure analysis. The iesu generator was analyzed and the customer reported error was found during power-on testing which confirmed the fault occurred in the field. A visual inspection revealed no related issues.

Event description:
Refer to h11 for follow-up information.